Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the ventricular assist device (vad) coordinator that a call was received from another hospital on friday 8/18, to inform advocate that patient had been rushed to their emergency department (ed) on (B)(6) and had expired. Site stated that patient was with a friend, who had witnessed the sequence of events. During conversation, it was stated that the patient's eyes suddenly "rolled to the back of his head, and then fainted and became unresponsive." When emergency medical systems (ems) arrive on scene, cardiopulmonary resuscitation (CPR) was not administered. Patient was rushed to the nearest hospital, where the patient was pronounced dead upon arrival to the ed. Advocate coordinators contacted on (B)(6) by other site, who stated that an autopsy was being performed today, on (B)(6) to help determine the cause of death, as requested by family. Advocate vad coordinator contracted manufacturer representative, who spoke with hospital representative. Family has requested that the pump be sent back for analysis. Pump explant kit request was submitted today to manufacturer customer service to arrive next day to hospital. On (B)(6) 2017 it was stated from the site that the autopsy results were unknown and that the cause of death was still unknown now. It was further stated that the site stated that the death was not pump related. Peripheral will not be returned and the site will dispose of them.  No additional information available.

Manufacturer narrative:
Hvad pump (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of log files was not performed since log files covering the reported event date were not available for analysis. Of note, the site stated that the death was not pump related. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. If information is provided in the future, a supplemental report will be issued.